Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic (B)(4) representative. The customer reported of high blood glucose of 567mg/dl and that the insulin was blocked. Customer indicated that they changed out the infusion set and treated with injections. Further troubleshooting was declined and customer was advised to follow up with their doctor and call back if necessary. No further details given.